Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2018, a patient underwent endovascular treatment in the thoracic aorta, zone 2, with gore® tag® thoracic branch endoprostheses and conformable gore® tag® thoracic endoprostheses. The patient tolerated the initial procedure. It was reported that during the initial procedure a type ii endoleak was determined. On (B)(6) 2018, the patient underwent the additional procedure with a stent placement. The event is ongoing. The patient was discharged from the hospital on (B)(6) 2018.